Event description:
It was reported (sales rep) that the pt underwent l5 vertebroplasty for compression fx. After completion of the procedure the op drapes were removed and revealed pt feet to be mottled (discolored). Found no bp present. Anesthesiologist revived and pt was transported to CT to rule out p.s. And vessel injury both were negative. Pt was taken to ICU and remained intubated for 36 hours. Then remained in the hospital an additional day and was discharged with no lasting effects. It is believed that pt had an anaphylactic reaction to the bone cement.

Manufacturer narrative:
Hospital contact reported that there was no leakage of cement during the case. The surgeon thought this could be a possible reaction to the cement. At this time the cause of the event cannot be positively determined. The instructions-for-use (IFU) states that adverse reactions affecting the cardiovascular system have been attributed to bone cement. It is histologically agreed that the cement may lead directly or indirectly to the following complications: cardiac arrest, cerebrovascular accident, pulmonary embolism, myocardial infarction, sudden death, transient reduction in arterial pressure, short-term cardiac conduction disturbances.